Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized on 3 separate occasions for high blood glucose of 300 to 416 mg/dl. Customer was treated with an IV then released. Customer was currently at home with high blood glucose. No further details provided.